Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. Reportedly, the pump is worn against the customer's skin. The customer¿s blood glucose (bg) level was not impacted. System check was performed and the pump performed as intended. The customer declined to remove the infusion set site as they were confident that the occlusion alarm was due to the temperature change of the pump while delivering the bolus. The customer stated they would resume insulin without changing any supplies.